Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Additionally, it was reported that intermittent undefined alarms occurred and that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose level ranged from 200-250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.